Event description:
Sales rep reported on behalf of the surgeon, that after impacting the cup, the cup did not come loose and consequently came out of the acetabulum. He added that it was also very difficult to remove the cup from the impactor later. It was added that there was no significant delay to the procedure, as an alternative device was used almost immediately.

Manufacturer narrative:
Associated device: restoration adm manchon expans, catalog # 1235-4-485, lot # g2628629. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. A supplemental report will be submitted upon completion of the investigation.